Event description:
The report received indicated that the patient was admitted to the emergency room (ER), was non-responsive, intubated, and sent emergently to the cath lab for angiography. Of note, the patient was dnr/do not resuscitate. Angiography revealed a total left anterior descending (lad) coronary artery. A bmw guidewire was used to access the target lesion. The lesion was pre-dilated with a non-(B)(4) balloon catheter. Two (2 each) stents were implanted proximal to distal in overlapping fashion: an elunir 3.0 x 12 us, and an elunir 2.5 x 17 us stent delivery systems (sds). Angiography was performed. The guidewire was removed, and angiography was performed again and the need for an additional/third (3rd) stent distal to the previously deployed two stents was identified. At that time, thrombus was noted in the midsection of the stented segment, the physician was unable to rewire the lad and the patient succumbed while on the cath lab table. Additional information received indicated that the stents were deployed from the proximal to distal portion of the target lesion/vessel. The patient was anticoagulated and came to the cath lab on heparin intravenous (IV) 100 units / hour. An additional 2000 units of heparin were administered during the procedure. Act testing was performed twice, and the results were: 240 and 300. The cause of death was reported to be cardiac arrest. It is not known if an autopsy is being performed. The patient arrived at the with an st segment elevation myocardial infarction (mi) and the left anterior descending (lad) artery was totally occluded. There was no reported difficulty delivering the first two stents. The stents were post dilated. The angiographic result of the first two (2) stents was thought to be satisfactory and the physician removed the wire after the first two stents as he felt he was finished with the intervention of the lad. Angiography was then performed after the wire was pulled and noted a third lesion, distal, that he felt needed another stent. The physician was then not able to re-wire the lad as it then began shutting down. The mechanism of the stent thrombosis was not known. No thrombus was noted on the follow up angiogram performed before the wire was removed. Angiographic films are not available for review as per hospital policy. The products were stored properly according to the instructions for use (IFU). The devices were prepped according to instructions for use (IFU). Additional information was requested but was unknown or not provided. No additional information is available. Pursuant to the FDA code of federal regulations, (B)(4) is an importer of elunir¿ ridaforolimus eluting coronary stent system, a distributed product made by medinol. Therefore, (B)(4) is required to report all complaints of deaths and serious injuries to the FDA associated with this product. Please note that due to system limitations, the type of reportable event in type of reportable event section was selected. This is one of two products used during the same procedure. Please reference MFR. Report (B)(4).